Event description:
Customer reported experiencing a past low blood glucose event, with the lowest level recorded at 44 mg/dl. The customer consumed glucose tablets for treatment. Technical support recommended that the customer consult their healthcare provider to discuss potential factors affecting blood glucose levels. The customer acknowledged and understood the advice given.